Event description:
While reviewing cp-013 study subjects, it was discovered that approximately 2 months post-op, a patient experienced a reherniation around the barricaid mesh and required a reoperation. Adverse event status is resolved (without sequelae). The device was left implanted and did not show any evidence of device malfunction.